Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Zaidat oo, haussen dc, hassan ae, et al. Impact of stent retriever size on clinical and angiographic outcomes in the stratis stroke thrombectomy registry. Stroke. 2019;50(2):441-447. Doi:10.1161/strokeaha.118.022987. Medtronic received a literature article pertaining to a study aimed to assess stratis (systematic evaluation of patients treated with neuro-thrombectomy devices for acute ischemic stroke). There were a total of 715 patients with large vessel occlusion treated with a solitaire stent retriever. Of 715 patients, a 4×20 stent retriever was used in 201 patients, 4×40 was used in 270 patients, and 6×30 was used in 244 patients. The average age was 69 years old, majority female. Mortality was seen in 25 patients for the 4x20 group, 41 in the 4x40 group, and 33 in the 6x30 group.